Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime a a33 test due to faulty sensor register. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Unit had minor scratched display window, cracked case at display window corner and a small crack on the reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime a a33 test due to faulty sensor register. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Unit had minor scratched display window, cracked case at display window corner and a small crack on the reservoir tube lip.